Manufacturer narrative:
Product event summary: the data files and balloon catheter 2af283 with lot number 35108 were returned and analyzed. The data files showed that at least 14 applications were performed with the returned balloon catheter on the date of the event. Additionally, another four applications were performed with a non-returned balloon catheter on the date of the event. The data files showed the occurrence of system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ on the date of the event. Visual inspection of the balloon catheter showed that there was blood inside of the balloons. During the functional test with console, system notice 50005 was triggered. Dissection / pressure testing showed a guide wire lumen kink at 1.3 inches proximal from the tip. In conclusion, the balloon catheter failed inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.